Manufacturer narrative:
A service report has been completed. The light source module was checked to ensure that it was within limits and was found to be within limits. The illumination module is within specification. This incident is currently under investigation. A supplemental will be submitted when complete.

Event description:
A facility states a concern with our machine and asks if we have any known cases of phototoxicity. The facility reports a case with widespread rpe wipeout. The facility had been using the light at 100%, and request that maybe someone from our company takes a look at the incident in question. This subject noticed a gradual decrease in the vision of the left eye and was noted to have a pre-existing moderate cataract and worsening vitreomacular traction which dropped the vision to the 20/50 to 20/60 level. A determination was that a combined surgery could be performed to improve the vision. The subject underwent surgery on (B)(6) 2018. Wash triesence was injected into the midvitreous, and vitrectomy was performed. Wash triesence was again injected to ensure all epiretinal membrane was removed. Triesence was injected over the posterior pole and excess removed with the vitreous cutter. There did appear to be a persistent epiretinal membrane, but at this point, no edge was identified. It was identified this could be the internal limiting membrane, so icg was mixed according to a known recipe and injected over the posterior pole allowing it to settle and stain the internal limiting membrane. The procedure was completed. It was noted the corneal epithelium was scraped during this procedure. The vision is now 20/200 with vision loss. This patient has been prescribed medication, which includes prednisone, avid ointment, and betamethasone eye drops. The icg remained in the eye for 2 minutes. The procedure was completed in 2 hours. This subject developed rpe changes and vision loss.

Manufacturer narrative:
The investigation of the eva system did not identify any abnormalities. However, photo toxicity is a known risk related to this kind of procedure. Known contributing factors to this risk of photo toxicity are exposure time to the light and the use of icg. Safe exposure times are described in detail in the user manual of eva (doc. 30315300-g, version date 2017-06-01, page 112). Furthermore, igc is not a d.o.r.c. Product and therefore its use is beyond our control. Our conclusion is that the eva unit performed consistently with its specifications in these cases and a product malfunction or failure did not contribute to the unfortunate outcome of the procedures. This complaint has now been closed.